Event description:
During data analysis of radiographic review, periprosthetic fracture was specified on 6 week timepoint radiographic assessment form for (B)(4) clinical study.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it remains implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report. Device remains implanted.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an abgii monolithic stem was reported. The event was not confirmed. Device evaluation. The reported device was not returned for evaluation. Medical records received and evaluation indicated that insufficient medical records were received for review with a clinical consultant. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review the complaint history review indicated there have been no similar previously reported events for the reported lot code the event could not be confirmed nor the root cause of the reported periprosthetic fracture determined due to the minimal information received. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
During data analysis of radiographic review, periprosthetic fracture was specified on 6 week timepoint radiographic assessment form for delta clinical study.